Event description:
The pump was returned for investigation. Investigation revealed a dim, pink display. This report is made based on results of investigation completed on 04/02/2014.

Manufacturer narrative:
Follow up number 1, date of submission 07/01/2014. The initial report incorrectly identified that animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The correct information is that animas has not conducted a review of the device history record for this pump and has not confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: the pump booted to the verify screen with dim pink contrast. The pump was exercised for 24 hours, the battery was removed for 6 hours and unrelated to the display issue, the time and date was observed to have reset to the default setting. No power reset events were recorded in the black box. The pump was opened to investigate and an internal clock battery malfunction was observed to have occurred. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).